Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, bleeding, dyspareunia and other unspecified problems. It was reported that patient underwent mesh excision and cystoscopy on (B)(6) 2012 for mesh erosion and history of severe sui. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tubal ligation, hysteroscopy d&c and thermachoice endometrial ablation due to stress urinary incontinence, dysmenorrhea, menorrhagia and elective sterilization. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, fistulae, bleeding, and dyspareunia. It was reported that patient underwent a hysterectomy on (B)(6) 2012. No additional information was provided.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, bilateral retrograde pyelograms, cannulation of vesicovaginal fistula with wire passage from bladder through vagina and vaginal exam (speculum) under anesthesia on (B)(6) 2013 due to urinary incontinence and suspected vesicovaginal fistula. It was reported that patient underwent laparoscopic incisional ventral hernia repair with implantation of mesh (round ventralight patch) on (B)(6) 2014 due to symptomatic incisional ventral hernia. No additional information was provided. (B)(4).